Manufacturer narrative:
Based on the claim against the product by the customer noting jaws dislocating, an investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of instrument grip tips bent to be related to the customer reported complaint. The instrument was found to have a bent grip, causing side misalignment of the grips. There was an approximately 0.053¿ offset at the lower tip. The bent grip was located at the lower end of the grip. Additional observation(s) not related to the customer reported complaint: the force bipolar instrument was found to have damage of the conductor wire¿s insulation. The conductor wire was found with an exposed internal wire. The instrument passed electrical continuity test. No thermal damage was observed and no missing insulation piece. The instrument was found to have an input shaft cracked. Hairline crack was found on grip input shafts #7. The instrument was found to have scratch marks/abrasions on the edge of the bipolar yaw pulley. The abrasion was found on one of the edge bipolar yaw pulleys. The instrument was found to have a frayed grip cable at the distal yaw pulley. The frayed cable strands stuck out at the wrist.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was defective. The instrument had an issue with the jaws dislocating. There was no reported injury.